Event description:
It was reported by the surgeon that the valve was explanted because it had dehisced. He indicated that it was not related to the valve, but was strictly pt-related. The valve was replaced with a 29mm sjm valve (model 29cavgj-514-00).